Event description:
A patient reported experiencing inaccurate erratic results with a ft meter. The patient's blood glucose results were 184mg/dl, 294mg/dl. Tests were done within <10 minutes with a difference of 41%. Patient did not experience any adverse events. No further information has been reported. Note-in the potential medical tab it states". Strips may not have enough blood as customer looked at strips and white still showing under plastic.